Event description:
Multiple attempts were made to implant an 8mm cage into l4-l5 disc space. Patient anatomy was non-cooporative and caused damage to the implant. Surgeon removed the implant anf damaged cage broke into multiple pieces. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Implant was too large for the patient's anatomy.

Manufacturer narrative:
Part not yet received. DHR was reviewed, and no anomalies were identified.